Event description:
The customer reported the tube's pilot balloon had a leak in the seam. They had put a clamp on it at the time of the call. Later a non-routine replacement of the tube was performed.